Event description:
No additional information is available.

Manufacturer narrative:
This incident has been reported under (B)(4). E1: telephone: (B)(6). Review of the most recent repair record determined the cable had contact issues, corrosion on the motor and the width plates screws were missing. The plug harness assembly, screws and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was returned for annual/preventative maintenance only and needed repair due to a plug harness assembly, missing screws, and a corroded motor. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.